Event description:
It was reported that approximately one week after implant the sensing on the right ventricular lead had decreased. During the lead revision procedure the physician found blood in the proximal end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Dried blood was observed throughout the entire distal conductor. It is likely that the blood entered through the connector during the implant as an in-vivo or extrinsic insulation breach was not observed. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.